Manufacturer narrative:
E1:patient city: (B)(6). Patient country:the united states.

Event description:
Reference number (B)(4). Event occurred in the united satates. It was reported that patient faced infusion set leakage event on (B)(6) 2025 the leakage was in the quick release. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6005193 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: air flow according to wi version 2 on reference samples, reference samples passed the test. Functional test 2: air leak according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6005193 was manufactured according to the wi version 78 and packaging in the machine 12, on 22/jan/2024, with a total of (B)(4) units. Assembly: the lot 4a03509 was assembled according to the wi version 26 on-line inspection for assembly of quick set on 20-jan-2024, with a total of (B)(4) units each. The lot 4a03510 was assembled according to the wi version 26 on-line inspection for assembly of quick set on 21-jan-2024, with a total of (B)(4) units each. The lot 4a03511 was assembled according to the wi version 26 on-line inspection for assembly of quick set on 21-jan-2024, with a total of (B)(4) units each. Gluing of tubing: the lot 4a00754 was assembled according to the wi version 31, machine 04, 05 and 08 on 17-jan-2024, with a total of (B)(4) units each. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 23/jun/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6005193 and one more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on the visual inspection for reference samples, no harm reported, no non-conformance (nc) raised during production, one other complaint received on the lot in question and reported malfunction. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.